Manufacturer narrative:
Field service engineer (fse) was dispatched on the site and concluded that a possible an air bubble caused an injection delay. Fse replaced the ad2 ipv (syringe and valve, ipv) to resolve the problem. The system was working as intended after the repair. Risk assessment was performed and determined that if the patient received a false positive result for hpv, the potential impact to the patient would be inconvenience, anxiety, and over-testing. Of note, there is no report of patient anxiety/impact because of this issue. If the false positive result was obtained during repeat co-testing, a colposcopy is recommended. A colposcopy is an invasive procedure that allows the health care provider to look at the cervix through a magnifying device; a biopsy may be performed if the health care provider sees abnormal areas. The patient impact of having a colposcopy performed for a cytology (B)(6) is discomfort and inconvenience.

Event description:
Customer contacted hologic to report a valid aptima hpv run (lot 303949) that contained high background (hb) flags on one positive calibrator and one negative calibrator replicate on tigris sn (B)(4). Customer requested for hologic to review their logs. Product application specialist (pas) reviewed customer data from (B)(4) and noted 2 samples that were reported out were impacted by a delay in auto detect (ad) injection. Customer confirmed that the 2 samples were retested (initial positive, retest negative) and the reported results were amended. No injury was reported during this event. Customer reported it was unknown if treatment were provided to the impacted patients.